Event description:
Patient recieved a lvad implant. ICD therapy was turned off for surgery. After, difficulty communicating with the ICD was reported due to the telemetry interferrence with lvad. The ICD remains implanted with tachy therapy off.

Manufacturer narrative:
Na